Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
S/w version 4.11d. Retainer ring = missing. Customer returned pump for alleged cosmetic damage located damage on pump found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched lcd window, battery tube threads - cracked, cracked case (battery tube), serial number label missing, end cap address label missing, cracked reservoir tube lip, missing o-ring (reservoir tube) and detached retainer. Missing retainer ring confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.